Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge mr balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition.